Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to a micra procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with two prostyle devices. During the first cuff miss, the operator reported that their hand slipped while pushing the plunger, resulting in inconsistent pressure. For the second device, there were no technical issues such as device angle. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 24f and the micra procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. It should be noted that the prostyle instructions for use (IFU) states: for access sites in the common femoral vein using 5f to 24f sheaths. For venous sheath sizes greater than 14f, at least two devices and the pre-close technique are required. In this case, the use of only one device to achieve hemostasis would not contribute to a needle to cuff miss. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. . H6 medical device problem code: 1494 - indication for use. The additional device referenced in b5 is filed under separate medwatch report number.